Manufacturer narrative:
Physio-control inc. Evaluated the device. The root cause was determined to be due to a failure of the pcb-defib processor. After replacing the pcb-defib processor, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the unit has no power on either ac or dc. There was no patient associated with the reported event.